Manufacturer narrative:
The investigation into the limb ischemia reversible issue has been completed. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Event description:
The user facility in the EU reported a 31-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. After the impella was implanted by an experienced implanter without any problems, it has been noticed in the ICU that the leg is underperfused. The patient is prone to dissections and has some in other places besides the one on the leg. Since the vessel was too small for a 5.5, a new cp was implanted via the axillary artery.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿